Event description:
It was reported that when the patient presented in the operating room for surgery unrelated to lead, externalized conductors were observed. Patient was asymptomatic. Variation in high voltage lead impedance and capture threshold were observed. The lead was capped. Patient was fine post procedure.

Event description:
New information received notes that the lead was not capped in july as initially reported. The lead was explanted and replaced in september. Patient was well post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.